Manufacturer narrative:
The device is being evaluated at the manufacturing site. When the investigation is complete, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the patient therapy controller (ptc) became unresponsive. Troubleshooting attempts were not successful. There were no patient effects reported.

Manufacturer narrative:
Device evaluation: the device was subjected to visual external and internal inspection, as well as functional testing. The evaluation determined that the issue was due to a component that was not operating normally. Based on the results of the investigation, the reported event was confirmed. (B)(4).